Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and it was identified customer was reinserting the infusion set in different locations every 2 days. Customer successfully resumed insulin delivery. Customer's blood glucose was approximately 450 mg/dl.